Event description:
Medtronic received information that four years post implant of this bioprosthetic valved conduit in a pediatric patient, this valved conduit was explanted and replaced due to stenosis, elevated gradients, and prosthetic valvular degeneration. A new medtronic valved conduit was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.